Manufacturer narrative:
G3 initial awareness date was 09jun26. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the kbl178 infinity anteromedial guide left 7/8 mm device was being used on (B)(6) 2026 during a knee ask procedure when it was reported "the device broke off during insertion, but it could be completely removed from the patient." There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.